Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient was implanted with a non-davol pelvilace and a bard/davol flat mesh device during a sacrocolpopexy, posterior and anterior repair procedure. (B)(6) 2011 - the patient was implanted with a non-bard/non-davol mesh product during an anterior/posterior urethropexy repair procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.